Event description:
The customer stated that the hemoglobin backgrounds were out of range high on the cell-dyn sapphire analyzer after installing the new cell-dyn sapphire hemoglobin syringe, list # 8h49-02. The issue was resolved after performing some trouble shooting methods. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Manufacturer narrative:
Customers reported that the hemoglobin background counts were out of the specification high after installing and running the cell-dyn sapphire hemoglobin reagent syringe on the cell-dyn sapphire instrument. The specification for the hemoglobin background is less than or equal to 0.10 grams per deciliters per the cell-dyn sapphire operators manual. Background counts must be within specification prior to reporting of patient samples. Investigation of this issue found that the elevated hgb background count is due to excess lubricant used by the vendor during their manufacturing process of the cell-dyn sapphire hemoglobin reagent syringe that is present on the tip of the plunger, lubricant should only be applied to the side of the plunger. The cell-dyn sapphire hemoglobin reagent syringe is distributed for use on the cell-dyn sapphire instrument only. This issue has no impact on other platforms or instruments. The following corrective actions were put in place in order to address the issue a product recall letter was issued with its associated field action and distributed to affected customers. Affected cell-dyn sapphire hemoglobin reagent syringes were identified to have packaged dates of may 8, 2007 through november 29, 2007. The vendor has implemented and updated their procedures in regards to the application of the lubricant and cleaning of the cell-dyn sapphire hemoglobin reagent syringe as part of their manufacturing process to address the excess lubricant issue. Abbott has implemented an incoming quality inspection requirement for the cell-dyn sapphire hemoglobin reagent syringe prior to testing or use on the manufacturing line. This is a final report.